Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had a perforation of the heart wall and no capture was noted. Additional information indicated that no other clinical observations were noted and that the perforation was attributed to by the lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Allegations of heart perforation and no capture could not be confirmed by analysis. The lead passed electrical testing.

Event description:
This supplemental report is being filed due to the product investigation result.